Event description:
Leica microsystems received a complaint from the customer concerning sub-optimal tissue processing using a peloris tissue processor from the day before. A diagnosis would not be made for 8 prostate biopsies.

Manufacturer narrative:
Method - instrument logs were reviewed. Results - incorrect instrument usage by the user. Leica's investigation concluded that the root cause of the sub-optimal tissue processing reported was incorrect instrument usage by the user. The user refilled bottle 3 with 70% ethanol, selected the <changed> option from the <inserted bottle configuration> dialogue box and then incorrectly reset the reagent concentration to the default value of 100%. Bottle 3 was used as the last dehydrant step for the tissue processing run from which sub-optimal tissue processing was reported. Use of ethanol at a lower concentration than that required for final reagent threshold resulted in re-introduction of water into the tissue leading to sub-optimal tissue processing.